Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for multiple assays on the cobas 6000 c (501) module - c501. The customer provided data for 5 patient samples and of these, one had an erroneous result that was reported outside of the laboratory for alb2 albumin gen.2 (alb). The sample initially resulted with a alb value of 0.2 g/dl, which was reported outside of the laboratory. The sample was repeated on a second c501 analyzer and the result was 4.5 g/dl. The repeat result was believed to be correct. The patient was not adversely affected. The alb reagent lot number was 28743601, with an expiration date of 31-jan-2019. The customer found that there was a big piece of gel stuck on the sample probe. The customer cleaned the probe and ran precision studies. The probe was then replaced. The customer ran controls and these were within the customer's expectations. The system operation was normal.